Manufacturer narrative:
Findings: pump received with no esc and up button response due to corroded keypad traces. No button error alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 143 mg/dl. The customer stated none of the buttons work. The customer stated that the device was exposed to heat and sweat. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.